Event description:
New information received notes that the patient¿s pacemaker and right ventricular (rv) lead were extracted on (B)(6) 2026 due to loss of capture. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker and right ventricular (rv) lead were extracted on (B)(6) 2026 for an unspecified reason. No adverse events or complications were reported.